Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ nexiva was damaged, resulted in leakage

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process samples were performed in accordance with the quality plan and all passed per specifications. No quality notifications were initiated during the build of this lot number. Received one used q-syte and a package label from catalog number: 383537, lot number: 8197833. Visual/microscopic evaluation: there was cracking of the polycarbonate between the q-syte top body and bottom body at the weld joint location; water leak test. The q-syte unit was leak test in the actuated and unactuated position. Leakage was confirmed in the un-actuate and actuated position during testing. A definite source that contributed to the cracked polycarbonate at the weld joint location could not be established. Evidence of cracking of the polycarbonate is an indication that external forces may have contributed to the overall damage observed with the returned unit.

Event description:
It was reported that bd¿ nexiva was damaged; resulted in leakage.